Event description:
It was reported a spectrum pump was not delivering accurate amounts of fluid (infusion parameters unknown). It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was unable to be reproduced or confirmed through evaluation the unit passed flow rate testing in accordance with baxter's service procedure. The pump was reworked and calibrated to optimize flow rate accuracy.